Event description:
Ous MDR - after an implantation period of approx. 63 months oversensing was reported. The lead was explanted. Fragments were returned to biotronik. An explant date was not provided.

Manufacturer narrative:
2/12/2018 - received device evaluation. Added explant date. The returned lead was only available in fragments. It had been cut through 12 cm and 61 cm distal of the is-1 connector pin. The distal lead fragment, including the rv shock coil, was not available for analysis. An extraction instrument was stuck in the medial fragment. The visual inspection showed insulation damage due to fraying 12 cm and 20 cm distal of the is-1 connector pin, which are most likely the cause for the observed oversensing. The coating of the rope conductor to the shock coil showed damage in these areas. The position and kind of the fraying instances are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. Since the lead was cut into pieces in the returned state, the electrical analysis of the lead was limited to the measurement of the direct-current resistances of the fragments. No irregularities could be detected. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.